Event description:
Allegedly the patient was revised due to the following mom complications: shedding of metal debris into the blood stream; tissue damage; persistent pain; decreased mobility (left).

Manufacturer narrative:
This is the same event as 3010536692-2015-00030.